Manufacturer narrative:
The customer report that the burette tubing set separated and leaked was confirmed. During visual inspection a separation was observed at the engagement of the spike's tubing with the burette cylinder. Measurement of the tubing's outer diameter was noted to be within its specification the root cause of the separation was identified as a manufacturing issue due to insufficient solvent being applied at the engagement of the tubing.

Event description:
It was reported that the nurse was moving the IV bag from the stretcher to the IV pole in the pacu when the burette separated where the spike enters the top of the burette and sprayed fluid on everyone present at the time. The tubing set was quickly clamped and a new IV set-up was obtained for the patient.

Manufacturer narrative:
The devices have been received and the evaluation is pending. A follow up report will be submitted with investigation results once the evaluation has been completed. Patient age and dob requested but not provided.

Event description:
It was reported that the nurse was moving the IV bag from the stretcher to the IV pole in the pacu when the burette separated where the spike enters the top of the burette and sprayed fluid on everyone present at the time. The tubing set was quickly clamped and a new IV set-up was obtained for the patient.